Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances, high thresholds, noise and oversensing. During the replacement procedure, an insulation breach was noted at the suture sleeve area. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. This investigation will be updated should further information be provided.